Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle and thread separated. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/10/2020. A manufacturing record evaluation was performed for the finished device batch number mg8dxdr0, and no non-conformances were identified. Additional h3 investigation summary: it was received for analysis an open sample of product code w9450, lot mg8dxdr0. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole was examined under magnification and remnant suture was noted. The suture end is severely cut, resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the pull off - suture needle, is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/29/2020. Additional information was requested and the following was obtained: were there any adverse patient consequences? No patient consequence.